Manufacturer narrative:
Investigation summary: the sample was retested on 2 occasions and gave a negative result on the first occasion, although the result was higher than when the sample was originally tested, and a reactive result on the second occasion. The sample also gave a reactive result in 2 competitor methods. Data logger analysis indicated that, at the time of the event, all intellicheck parameters were within acceptable limits. On the day of the event, quality control fluids gave acceptable results. No conclusions regarding the apparently discrepant result can be drawn based on the info available.

Event description:
Distributor reported the occurrence of a potentially false negative result for one pt sample with the vitros hbsag assay. False negative hbsag results could present a risk to public health. There was no report of pt harm as a result of this event.